Manufacturer narrative:
Visual, dimensional, functional, and material analysis could not be performed as the device remains implanted in the patient. Device and complaint history records were reviewed no relevant issue or similar events were identified. No revision surgery is planned as bone fusion had begun in patient. While the expected life of spinal implant components is difficult to estimate, it is finite. Due to many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. Since the device was not returned, root cause of the reported event could not be determined conclusively but may have occurred due to blocker over-tightening or over-angulation on screw during initial surgery.

Event description:
It was reported that during routine follow-up, one month after implantation, a CT image confirmed that an es2 integrated blade screw tulip, size s 7.5mm, disengaged post-operatively. Revision surgery anticipated but not yet scheduled. This record represents 2 of 2 screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that during routine follow-up, one month after implantation, a CT image confirmed that an es2 integrated blade screw tulip, size s 7.5mm, disengaged post-operatively. Revision surgery anticipated but not yet scheduled. This record represents 2 of 2 screws.